Event description:
A pharmacist called to report that a patient has had 10 v-go 40's pop off within the last 15 days. He has been using v-go 40 for about 3 years. She requested that we ship 10 vgo 40's to the patient. She does not know if he has any to return. All 10 v-go's were from the same order. It was reported that no devices are available for return to the manufacturer for evaluation.